Manufacturer narrative:
(B)(4).

Event description:
The consumer reported via the representative that the patient could not urinate, didn't know how to turn off her device, and needed help turning the device off. Additional information received from the representative indicated the patient tried to change the batteries in the controller and the device memory was reset. The representative was able to use her clinician code to put the programs back in and the stimulation was turned back on. The patient went on to a permanent implant.